Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10076. The patient received an scs system which includes two leads from different lots. It was reported the patient is receiving stimulation in the wrong location. Reprogramming did not resolve the issue. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event report. Sjm defers to the patient's physician regarding medical history.